Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experinced hypoglycemia and customer alleged that over delivery of the insulin by the insulin pump. The customer noticed a discrepancy between the sensor glucose and blood glucose values. The customer reported a blood glucose value of 25 mg/dl. The hypoglycemia was treated with glucagon intake and glucose tablet by the emergency medical technician (emt) for the customer. The event involved product(s) mmt-1884, mmt-332a, unomedical, unk_sensor. Troubleshooting was performed for hypoglycemic event. The customer stated that the pump was showing blood glucose value of 150 mg/dl, but when checked with the meter, it was 25 mg/dl; that was why it was still giving the customer insulin, causing low blood glucose. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_sensor.